Event description:
Time of the emergency room visit was over 438 mg/dl. Customer stated that he had nausea and was vomiting. Customer also stated that his insulin pump batteries only last two days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.